Manufacturer narrative:
No product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
Attorney's report of patient alleged "conscious pain and suffering" and "has been rendered disabled."